Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not receive audible low power alerts. Review of pump data logs found that the pump did alert the customer as expected, but the alerts were set to enunciate in "low" volume. Reportedly, customer adjusted the volume of the alerts to "high." Customer's blood glucose was 260 mg/dl. Customer declined troubleshooting with tandem technical support and declined to provide further information.